Event description:
A #24g smithmedical protective angiocath tube detached from hub at time of catheter removal leaving angiocath tube in pt's vein. Emergency surgery required to remove tubing to prevent emboli.